Event description:
The customer reported differential vote outs (non-numeric results) on controls on a coulter hmx hematology analyzer with autoloader. While troubleshooting with the guidance of customer technical support (cts) over the phone, the customer discovered a fluid leak from the tubing at pinch valve pv27. The volume of the leak was approximately 5ml. The leak was not contained within the instrument and no error messages were observed at the time of the event.the customer was wearing personal protective equipment consisting of a laboratory coat, eye glasses, and gloves at the time of the event and there was no report of injury or direct exposure to the leak.erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Cts made a follow-up call to the customer and the customer stated that leaking was resolved; however, the instrument was generating flow cell (fc1) clog errors. The customer stated that fc1 had been cleaned prior to speaking with cts. Service was dispatched to site to check the instrument. The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found and reattached tubing that had detached from the fitting at pv27 to resolve the instrument fc1 issues. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).